Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was suspected to have a possible fracture as the impedance was noted to be high and oversensing/noise was noted in non-sustained episodes and short v-v intervals. The lead was explanted and replaced. The replacement lead was noted to have high/undefined rv coil impedance. The lead was removed an another lead was implanted. This second replacement lead also had high/undefined rv coil impedance, so a device issue was suspected. The device was replaced and the second replacement lead was then noted to have an impedance that was okay. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.